Event description:
It was reported that during the use of the disposable, the device alarm sounded. No patient injury reported.

Manufacturer narrative:
Other, other text: no product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted.